Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high glucose (glu) results generated by the au2700 clinical chemistry analyzer for 22 patient samples. About 20 of the erroneous results were reported out of the laboratory and were revised after release. There was no affect to patient treatment attributed to this event.

Manufacturer narrative:
Samples were drawn in bd vacutainer sst tubes and testing was from the original tube. Controls were run before and after the event and met specifications. A field service engineer (fse) was dispatched and performed preventative maintenance (pm) on the instrument. The fse replaced only consumable parts. The fse found no issues with the cuvettes or the instrument. Root cause is unknown.